Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn:m365sc2218500. Model:sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads: upn:m365sc2218500. Model:sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation: upn:m365sc43180. Model:sc-4318. Serial: na. Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patients incision at the implantable pulse generator (ipg) site came open. The patient underwent an explant procedure wherein all device components were removed, and a wound vacuum-assisted closure (vac) was placed on both incision sites to mitigate the risk of infection.

Event description:
It was reported that the patients incision at the implantable pulse generator (ipg) site came open. The patient underwent an explant procedure wherein all device components were removed, and a wound vacuum-assisted closure (vac) was placed on both incision sites to mitigate the risk of infection. Additional information was received that the patient was doing well postoperatively.

Event description:
It was reported that the patients incision at the implantable pulse generator (ipg) site came open. The patient underwent an explant procedure wherein all device components were removed, and a wound vacuum-assisted closure (vac) was placed on both incision sites to mitigate the risk of infection. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
Sc-1416 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.